Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device experienced a power failure. There was no patient use reported with the event.

Manufacturer narrative:
The customer returned the device to physio for further evaluation. Physio then evaluated the customers device and was still unable to duplicate the reported issue. Physio determined loose battery pins were the cause of the reported issue. Physio tightened the device's battery pins and after unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use."

Event description:
The customer contacted physio-control to report that their device experienced a power failure. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device experienced a power failure. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control reviewed the data downloaded from the device and verified the device had experienced multiple warm boots on the reported event date. Root cause could not be determined.